Event description:
It was reported that ongoing intermittent occlusion alarms occurred resulting in the customer¿s blood glucose (bg) level displaying as ¿high¿; however, a specific value was not provided, nor could the customer provide a specific date when the elevated bg occurred. Elevated bg was addressed by a correction bolus via the pump. Reportedly, the customer continued to use the pump for insulin therapy.